Manufacturer narrative:
This report is submitted on july 10, 2024.

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.